Event description:
It was reported that a skin irritation causing itching and darkness had occurred while wearing the pod for longer than 48 hours at the pod infusion site (arm). The patient reports having irritation from all pods during wear. The patient reports they had gone to their dermatologist and was diagnosed with dermatitis at the pod infusion site. The patient was prescribed clobetasol propionate a topical ointment to be used at the pod infusion sites.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone phone_control_ios cloud - omnipod 5 software app version 1.1.6 cloud - smartphone operating system 18.3 cloud - smartphone hardware iphone14.8 cloud - cgm sensor type g6.